Event description:
It was reported that the patient passed away on (B)(6) 2021. The cause of death was unknown and the outcome was not considered device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas), (B)(6), and the reported patient outcome could not be conclusively established during this evaluation. The hm ii lvas, serial number (B)(6) was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the hm ii lvas, including death. No further information was provided. The manufacturer is closing the file on this event.